Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
An insulet clinical services manager (csm) was informed that the customer had passed away. No details on the customer's death were provided. The csm trained the customer in (B)(6) 2013, but has not had contact with him in over a year. It is unk if the customer was still using the product at the time of his death.